Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/pt contacted lifescan customer service in 2009, alleging that her onetouch ultramini continued to display the "apply sample" message after the sample was applied. The reported issue first occurred on "february 2 am." She claimed that as a result of not being able to test, she received a glucagon injection and received treatment from the emergency room on an unspecified date/time. She reported a "37 mg/dl" result from another device; however, the date/time of the test was not reported. According to the troubleshooting done with customer service, the reported issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.